Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 20 mg/ml of bupivacaine at an unknown dosage, 1.0 mg/ml of dilaudid at an unknown dosage, and 1500.0 k units/ml of fentanyl at an unknown dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient observed a 8476 code, indicative of a motor stall on their personal therapy manager (ptm). It was reported that the patient did not hear a pump alarm. The patient also noted that their pump was filled on (B)(6) 2017 and that they have not been in the hospital, have not had an MRI, and have not used an therapeutic magnets. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.